Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be separated from the left ventricular (lv) lead after several attempts. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.